Event description:
It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.00x24mm promus premier stent delivery system (sds) was selected to treat the target lesion. When they tried to removed the stent it seemed to have got caught up on an unspecified sheath and stretched out the sds. The stent was not deployed. The device was then removed through the sheath with force. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the midshaft was severely kinked and that the hypotube was kinked at various locations along its length. No other kinks or damage were noticed along the shaft of the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.00x24mm promus premier stent delivery system (sds) was selected to treat the target lesion. When they tried to removed the stent it seemed to have got caught up on an unspecified sheath and stretched out the sds. The stent was not deployed. The device was then removed through the sheath with force. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).